Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to deep vein thrombosis (dvt) with contraindication for anticoagulation. Patient is alleging vena cava perforation. The patient is further alleging anxiety and 1 post-implant dvt. Per a report from CT (computed tomography), "an inferior vena filter is in place, the apex of which lies approximately 3 cm below the level of the renal veins. Two of the anterior struts penetrate the anterior wall of the inferior vena cava."

Manufacturer narrative:
This event was reported by the manufacturer under 3002808486-2019-01230.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.